Manufacturer narrative:
Evaluation results: (B)(6) 2011: the balloon was inflated with 2cc of colored water and it is noted that there is delamination of the distal balloon bond. Water was introduced through all of the device lumens and the water flows from where it should. The entire device was visually inspected and there are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A device history record review was performed for raw materials, in-process, finished goods and sterilization for lot number 763123 and there were no non-conformances opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. A corrective action is open to determine root cause of the distal balloon bond delamination and is applicable to this event. Trends will continue to be monitored on an on going basis.

Event description:
It was reported that the balloon leaked when preparing the catheter. No adverse patient events were reported.